Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. The device was not returned for evaluation and there was no reported device malfunction. Death and hemorrhage are listed in the electronic perclose proglide instructions for use as known adverse events associated with use of suture mediated closure devices. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a puncture closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a retroperitoneal bleed occurred and the patient died. The physician stated that the patient death was not attributed to the proglide device and stated that the proglide device performed as intended. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.